Event description:
Additional information provided by the site states there were four pads applied to the patient, two on each thigh. Prior to pad placement the patient's skin was noted to be very dry and wrinkled. The patient was initially lying face up on the operating table. During the procedure, the surgeon requested that the patient be repositioned to rest on her left side. The pads were not replaced or repositioned. The patient has not been discharged yet and is recovering in ICU. It is unknown if this is due to the burn or to the patient's poor health. The concomitant generator was not tested or serviced after the incident and has continued to be used without any problem.

Event description:
The customer reported that the patient received a 3rd degree burn at the pad site on the front of the right leg during an rf ablation procedure. The patient was repositioned during the procedure which ran 17 cycles from 9 am till 4 pm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).evaluation of the concomitant crtf117 generator found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4)